Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant were not reported. Patient's follow-up history is unknown. A recent CT demonstrated that the stent graft had migrated 3 cm distally with a type I endoleak. At the time of migration, the aneurysm is 4.7 cm in diameter, and the aortic neck is slightly conical and is severely angulated, 90 degrees. The physician elected to place one aneurx aortic cuff and one talent aortic cuff and the migration and endoleak were resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
(Secondary intervention) - evaluation results: (migration, endoleak), (aortic neck angulation of 90 degrees).